Event description:
It was reported during post-operative check that the atrial lead exhibited oversensing of the ventricle following implant. Chest x ray confirmed atrial lead dislodgment. The atrial lead was repositioned on (B)(6) 2025 and remains in service. The patient was stable.